Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the control unit was defective and not functioning. The device was repaired and returned to customer on (B)(4) 2012. The complaint is indeterminate. Placeholder.

Event description:
Customer reported the pen drive falls out during operation and at the present time the device no longer works. Troubleshooting utilizing a loaner as a replacement was conducted and customer suspects it has to do with the control box since the cause of failure could not be determined during last repair. The connection cable is new and the attachments for the pen drive are good. This is report 1 of 1 for #(B)(4).